Manufacturer narrative:
Stryker evaluated the device and the reported issue was able to be verified and duplicated. The root cause could not be determined. The device was archived and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.